Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was noted that this occurred two weeks ahead of this surgery and the device had been tested and a hole in the cylinder was discovered. The physician stated the hole occurred after the device was in use and does not think that a device malfunction contributed to the hole in the cylinder.

Event description:
It was reported that due to the device no longer working the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was noted that this occurred two weeks ahead of this surgery and the device had been tested and a hole in the cylinder was discovered. The physician stated the hole occurred after the device was in use and does not think that a device malfunction contributed to the hole in the cylinder.

Manufacturer narrative:
Analysis: allegation related to a hole in cylinder was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has the holes in the outer tube in the cylinder body that was consistent with sharp instrument damage which likely occurred during explant.. No damage was present in relation to the inner tube of the cylinder; the cylinder therefore passed the leak test. Cylinder 1 has wear at a fold in the cylinder body; no leak was found. The krt was worn to filament; no leak was found. Cylinder 2 has a fatigue leak in the inner tube at proximal cylinder body with broken fabric treads; hole was present. Cylinder 2 also has a large tear with avulsion of the outer tube in proximal cylinder body. Cylinder 2 also has wear at fold in cylinder body. Product analysis confirmed the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of 'cause traced to component failure' was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 752125, found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required.